Manufacturer narrative:
(B)(4). The sample was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection was performed to the set and the luer locking adapter was found missing in the male luer lock. The cause of this condition was not identified. The batch review was performed and no deviations were found during the manufacturing of product.¿baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter (B)(4) of a continu-flo set in which the giving set was found to have no rotating cuff /retractable collar to secure the line to a patient during an infusion. There was no patient injury or medical intervention reported. No additional information is available.